Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 15-mar-2018, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal baclofen (gablofen) 2000mcg/ml at 125mcg/day via an implantable pump. It was reported that the patient was brought in for a catheter replacement. Per the hcp, they had performed a myelogram and determined the catheter had migrated (unable to determine exactly where) but was not getting cerebrospinal fluid (csf) return on catheter. The hcp deemed it necessary to replace catheter entirely. New catheter was placed without incident. The company representative (rep) called technical services as they were changing concentrations in the pump. The company rep wanted to confirm what steps he needed to take. Technical services reviewed priming the catheter then doing a bb in advanced mode. It was reported that the issue resolved at the time of this report.